Manufacturer narrative:
The lens and lens case were returned separated inside the lens carton. The lens case was returned fully assembled with no damage observed. The lens was returned inside a small clear plastic bag. Solution was dried on the lens. Scratches are observed on the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. Scratches were observed on the optic. This was most likely the reported complaint of "mark on lens". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a mark on an intraocular lens (iol). There was no patient contact. Additional information has been requested.